Manufacturer narrative:
The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an unspecified failure. It was also reported that there was no patient involvement.